Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's trial procedure was aborted. The physician was unable to place the lead due to the presence of scar tissue. Per the manufacturer's device database, three leads with the same lot number were used at the procedure.